Event description:
Reportedly, two instruments were used during this procedure. The first device was used for the proximal stapling of the colon and the second for the distal. The first instrument fired successfully but when the surgeon released the second device he discovered that the second gun had not fired any staples. As a result the procedure had to be converted to a temporary colostomy. The pt will have another operation to reverse the colostomy. Procedure: low anterior resection.